Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 7753500, 510k #: k082728, UDI#: (B)(4) was cleared in the united states. Product analysis results: visually confirmed the mas connector setscrew is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. Microscopic examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation surgery at t2-t3 due to cancer metastasized to the spine and internal fixation to treat destruction to the vertebral body. Intra-op, set screw was broken at approximately the base of the connector hex head. The set screws were threaded from the root and it was unable to place crosslink and after that unable to remove the set screws. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.